Event description:
Adverse event(s): "hyperopic surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with a hyperopic surprise following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported that a piggyback procedure was performed and the event has resolved.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/25/2010 and 03/26/2010 by phone, fax and mail. A completed questionnaire was received on 04/01/2010. (B) (4). (B) (4). (B) (4).